Manufacturer narrative:
The insulin pump passed the functional testing including displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The no delivery alarm functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was 401 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose via insulin pump. Customer performed the high pressure test twice and failed both times. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer's mother believed the insulin pump over delivered insulin. Customer's mother set up a temporary basal and increased the basal rates. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.